Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no. 628043) for female sterilisation. The patient had a medical history of birth control pill, abortion, vaginal delivery, menses painful, heavy menstrual bleeding, back pain, pelvic discomfort, emesis, nausea and small vessel disease of diabetes mellitus on (B)(6) 2023. Concurrent conditions were listed as pelvic adhesions, kidney disorder, leiomyoma and endometriosis since (B)(6) 2023. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,ureterolysis,ligation,). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical dx: endometriosis. Diagnosis: a) left uterosacral implant, biopsy: focal endometriosis and foci of calcification. No malignancy identified. B) right side wall implant, biopsy: focal endometriosis. No malignancy identified. C) uterus, supracervical hysterectomy and bilateral salpingectomy: cauterized margin - benign lower uterine segment. Endometrium: secretory endometrium. Myometrium: adenomyosis. Leiomyoma. Fallopian tubes: benign fallopian tubes. Clinical history: endometriosis of utcrus. Procedure/site: left uierosacral implant biopsy, right side wall implant biopsy, uterus supracervical hysterectomy and bilateral salpingectomy. Gross description: 'uterus, bilateral tubes " received in formalin is a disrupted uterus with two attached fimbrtated fallopian tubes. The uterus measures 9.8 x 5.9x 5.6 cm and weighs 82. The serosa is tan and smooth, without any lesions. The cervical stump is identified and is opened to reveal an untemarkable lower uterine segment. The cornu of both fallopian tubes contain a metal coil device within the lumen of the tube. Fallopian tube a measures 5.8 cm in length x 0.7 cm in diameter. The serosa is tan to-purple and smooth and there is a somewhat blunted fimbriated end sectioning the tube demonstrates a stellate lumen and the metal coil device at the base of the tube. [Smear cervix] in (B)(6) 2023: abnormal. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information,medical history,lab data,lot no,indication,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no. 628043) for female sterilisation. The patient had a medical history of birth control pill, abortion, vaginal delivery, menses painful, heavy menstrual bleeding, back pain, pelvic discomfort, emesis, nausea and small vessel disease of diabetes mellitus on (B)(6) 2023. Concurrent conditions were listed as pelvic adhesions, kidney disorder, leiomyoma and endometriosis since (B)(6) 2023. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,ureterolysis,ligation,). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical dx: endometriosis diagnosis: a) left uterosacral implant, biopsy: focal endometriosis and foci of calcification. No malignancy identified. B) right side wall implant, biopsy: focal endometriosis. No malignancy identified. C) uterus, supracervical hysterectomy and bilateral salpingectomy: cauterized margin - benign lower uterine segment. Endometrium - secretory endometrium. Myometrium - adenomyosis. Leiomyoma. Fallopian tubes ~ benign fallopian tubes. Clinical history: endometriosis of uterus procedure/site: a) left uierosacral implant biopsy, b) right side wall implant biopsy, c) uterus supracervical hysterectomy and bilateral salpingectomy gross description: 'uterus, bilateral tubes " received in formalin is a disrupted uterus with two attached fimbriated fallopian tubes. The uterus measures 9.8 x 5.9x 5.6 cm and weighs 82. The serosa is tan and smooth, without any lesions. The cervical stump is identified and is opened to reveal an unremarkable lower uterine segment. The cornu of both fallopian tubes contain a metal coil device within the lumen of the tube. Fallopian tube a measures 5.8 cm in length x 0.7 cm in diameter. The serosa is tan to-purple and smooth and there is a somewhat blunted fimbriated end sectioning the tube demonstrates a stellate lumen and the metal coil device at the base of the tube. [Smear cervix] in (B)(6) 2023: abnormal batch no628043 production date 2008-10 expiration date 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.